Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Pseudoaneurysm is a collection of blood that forms between the two outer layers of an artery or cardiac tissue. It is usually caused by a penetrating injury to the vessel, which then bleeds, but forms a space between the two layers of tissue, rather than exiting the vessel. According to the instructions for use (IFU), cardiovascular injury including complications from perforation, dissection, pseudoaneurysm of the ventricle which may require intervention, are potential adverse events associated with the transapical transcatheter aortic valve replacement procedure. According to literature review, pseudoaneurysm is a rare but well-recognized complication of the transapical tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of ventricular complications and has found that the root cause is typically related to a combination of sheath insertion angle, sheath shaft diameter and post closure bleeding. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which transapical site complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing transapical complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including suture techniques of the access site. It also notes that improper imaging angles and mitral valve entanglement may limit or prevent transapical passage of the devices. The IFU contraindicates patients with adverse vascular and/or ventricular characteristics that would preclude safe placement of sheaths such as heavily calcified or narrow access vessels, enlarged right ventricles or septal hypertrophy. Pre-procedure screening and assessment of the cardiac apex and left ventricle will enable the clinician to determine if the (sapien xt, 3) valve can be delivered in a trans-apical or retrograde approach. The operators are trained to locate the access vessels and/or ventricular apex taking cardiac position and extensive cardiac fat into account. The physician training manual also lists techniques for optimal arterial and/or apex exposure. Despite the best screening tools, a small percentage of patients will have vascular and/or ventricular anatomy where trans-apical approach is not possible or where increased resistance is encountered during insertion of devices. In addition, significant anatomical variations, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported, per article "aorto-left ventricular fistula from aortic pseudoaneurysm after tavr", 77-year-old gentleman underwent tavr with a 29mm sapien 3 valve in the aortic position. Approximately 6 years post tavr procedure a transesophageal echocardiography (tee) demonstrated presence of severe paravalvular leak localized to the region of the native left coronary cusp of the aorta surrounding the tavr device. An aortogram demonstrated presence of an aortic pseudoaneurysm (ap) adjacent to the tavr valve. Three-dimensional computed tomography (CT) reconstruction demonstrated the aortic (inflow) side of the ap was through the frame of the tavr valve. Transcatheter closure of aortic pseudoaneurysm and aorto-left ventricular (ao-lv) fistula was performed. At 60-day follow-up, transthoracic echocardiography showed no residual ao-lv fistula or paravalvular leak.